Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient was hospitalized for pneumonia on (B)(6) 2016 and subsequently died on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device.

Event description:
The site reports the event is not related to the enb procedure.